Event description:
As reported: during splenic aneurysm procedure, the coil did not detach from the pusher wire. Upon picking up the sample it was noticed there was no coil on the pusher wire. They were able to finish case successfully and the patient is stable. Although requested, no further information was provided at time of this report. Additional information received clarified that the issue was the coil would not detach. The physician took the coil out and successfully deployed it on the scrub table. The coil was not implanted. The pusher was removed from the patient; it was pulled out as it normally is. The coil did not prematurely or unexpectedly detach. The pusher did not detach before expected and the coil was not pushed into place. Based on the clarifying information received from the reporter, there was no premature coil detachment malfunction. Therefore, mvi no longer considers this event a reportable malfunction event.

Manufacturer narrative:
Based on the clarifying information received from the reporter noted in b5, there was no premature coil detachment malfunction. Therefore, mvi no longer considers this event a reportable malfunction event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during splenic aneurysm procedure, the coil did not detach from the pusher wire. Upon picking up the sample it was noticed there was no coil on the pusher wire. They were able to finish case successfully and the patient is stable. Although requested, no further information was provided at time of this report.